Event description:
The customer reported a no delivery alarm. The patient did not recall what the blood glucose reading was at the time of the event. During troubleshooting, insulin did exit and the insulin pump alarmed no delivery. The current blood glucose reading is 430 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.